Event description:
The lay user/pt contacted lifescan (lfs) alleging an error 5 message on his one touch ultra link meter. The pt did not seek any medical attention or contact his physician for assistance. The meter is not a new product (out of box). Pt retested with a new vial of test strips and issue persisted. Meter was replaced. The complaint is being reported since the error 5 message was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.